Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information indicated that patient was not getting relief and like to increase stimulation. Patient stated the current setting is p4 @ .04v, therapy was on. Patient services assisted patient with using pp to adjust setting to 0.6v and patient was feeling stimulation. Patient stated he will be seeing healthcare provider (hcp) in a month and half.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. Patient stated their therapy was not working at all and they thought it may be making their symptoms worse. Patient reported that when they increased the stimulation, their symptoms got worse and it would hurt. Patient stated they used program 4 and had tried turning the therapy off, but the symptoms were about the same. During the call the patient connected with their patient programmer, it was determined stimulation as on, patient was set to program 2 at 0.0. Patient increased stimulation to 0.8 and reported they felt stimulation at a comfortable level in the bicycle seat area. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient: the patient called device registration department for assistance and said their device was not working and was transferred to the patient services department. The patient reported again that his symptoms are worse than they were before the implant. Patient said the bladder is trickling a little bit, he was having leakage since implant. Prior to the call the patient had increased stim setting from 0.3 v to 0.4 v about a week ago. During troubleshooting the patient¿s stim was found to be turned off and was set to 0.4 v on program 4. Patient was assisted in turning stim back on and felt stim in the correct area. Patient was advised to try the new setting for 2-3 days and see if he gets relief. If it doesn't work, follow up with the doctor or he can call back to help him adjust the setting. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from patient regarding a patient's implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient stated his bladder was worse than it was before implant since implant (B)(6) 2018 patient had to have a catheter for several days post implant (B)(6) 2018. The patient stated he was on program 3 at 0.3 amplitude and stated that the last time he tried to increase stim above that level to 0.4 it felt like he was getting a shock like a lightning bolt on (B)(6) 2018, patient changed to program 4 at 0.3 and was feeling comfortable stimulation. The patient follow up appointment with his doctor is next tuesday (B)(6) 2018. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reiterated that the therapy has not worked so far for him. He stated he has been on program 2 for 1-1.5 weeks and feels like it has not helped. Wanted to try program 1 or 4. Patient services walked patient through to switch to program 1 and increased stimulation from 0.0 v to 0.7 v where he felt comfortable stimulation in his bike seat area. It was recommend for the patient to continue to monitor his symptom to see if this helps, also reviewed therapy consideration.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the consumer regarding the patient with an implantable neurostimulator (ins) reported that their monitor was not working. The patient was transferred to patient services. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient: since he got the device put in it hasn't worked for him and hasn't been effective at controlling his bladder symptoms, and the therapy has made his bladder symptoms worse than they were before he got the device. Patient had increased stimulation from 0.3 to 1.0v and when he got to 1.0 it took "4 or 5 days for the pain to go away"; patient confirmed pain had gone away. Patient services reviewed that stimulation should never have to be uncomfortable or painful for the therapy to be effective. Patient said that he doesn't want to increase stimulation up any higher on current program. Patient wanted to change programs, but the programmer showed the replace batteries now screen / programmer wasn¿t powering on. Patient planned to call back when programmer batteries had been replaced. Patient was advised to contact hcp regarding symptoms, but next appointment wasn¿t for 2.5 months. No further complications were reported/anticipated.